Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared alarm and resumed insulin deliveries. There was no adverse impact to the customer¿s blood glucose level.